Event description:
The customer reported that the system locked up. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep diagnosed the problem to a defective image intensifier. The part is no longer available since the system is at end of product life. This system is not repairable.